Event description:
This notification was opened for review for a everflo device that was returned to manufacturer with an allegation of low o2 purity on 4.8 lpm, 86%. During the evaluation of the everflo device at the product investigation laboratory (pil), the customer allegation of low 02 was confirmed. The device was found to have a melted/distorted cabinet. Also, pil could confirm the front and rear enclosures were warped. The warping was likely due to an obstruction of the cooling vents on the rear enclosure which inhibited the intake of cool air and exhaust of hot air causing the compressor to get hotter than intended. Scratches on the front enclosure, dust like contamination at the air inlet, stripped enclosure screw, warped front and rear enclosure, discolored rear enclosure (exterior) which was likely caused by heat and corroded compressor springs were detected. The device has been scrapped.